Event description:
The distributor reports that during cataract surgery with attempted implantation of the crystalens, the posterior capsule tore. Intervention consisted of iol removal, a vitrectomy, and implantation of an anterior chamber iol. The reason for the capsule tear was not provided, however, the crystalens did contact the pt.

Manufacturer narrative:
The device history records were reviewed and there were not discrepancies or unusual finding that relate to the reported issue.